Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2019 the patient reported that she was always able to move the pump around; she had always been able to wiggle it. The pump was loose. No patient symptoms were reported. No further complications have been reported as a result of this event.